Event description:
It was reported the subject device had no visual. No patient harm reported.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the issue occurred due to dents on insertion tube, the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 7/23/2020h4.

Event description:
It was reported the subject device had no visual. No patient harm reported.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no visual. No patient harm reported.